Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lar procedure, the activation switch did not return once it was pressed and the device kept activating. There was no patient harm. A new device was opened to complete the procedure.